Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. The out of range alert value was increased to 150 ohms, and technical services discussed considering a synch max energy shock if the impedances exceed 150 ohms. The device system remains in-service. No adverse patient effects were reported. Additional information was this patient received three appropriate shocks for a ventricular rhythm, and during delivery the ICD triggered an error code 1005 indicative of an open circuit. The system remains in-service, however it was discussed to still consider synch max energy shock testing. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead had a gradual rise in shock impedance, and were now out of range greater than 125 ohms. The out of range alert value was increased to 150 ohms, and technical services discussed considering a synch max energy shock if the impedances exceed 150 ohms. The device system remains in-service. No adverse patient effects were reported.